Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's filament was calibrated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that during a case, the system displayed a filament regulator error message. The case was completed and no pt injury was reported.